Event description:
A customer contacted beckman coulter inc. (Bci) in regards to blood splatter noticed at the rinse block in coulter lh750 slidemaker. The splatter was contained inside the instrument, and the operator was wearing personal protective equipment. There was no blood exposure to mucous membranes, eyes, mouth, or open lesions. No one sought medical attention. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
A bci field service engineer (fse) cleared a plug in the vacuum line, and cleaned the instrument in and around the rinse block area. The fse calibrated the fluid detector, and confirmed the performance. The root cause was determined to be a blood plug in the vacuum line for the dispense probe.